Manufacturer narrative:
Concomitant medical products: imx49b52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial lead undersensing was noted on present rhythm and recorded atrial high rate episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.